Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: long-term outcome of chimney technique using a balloon-expandable bare-metal stent to preserve supra-arch branches in type b aortic dissection sun et al, vascular and endovascular surgery. 2020;54(4):333-340. Volume: 54 issue: 4, page(s): 333-340 doi:10.1177/1538574420912356 a2+3: mean age and gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captiva stent graft systems were implanted in conjunction with non mdt stent graft systems in patients with tbad who underwent tevar and chtevar on unknown dates. The following adverse events were reported: type ia endoleaks. The cause of the enodleaks are undetermined.